Event description:
It was reported that sensor error occurred. The sensor was inserted into the abdomen. On 06/09/2024, the patient had nausea during the day, but no medication was provided. It was after dinner while he was in front of his computer when he started vomiting. The patient went downstairs and asked his mother for antacid medication "tums" to ease his stomach and drank tea but it did not work. He decided to sleep thinking that it would ease the symptoms. There were no cgm (continuous glucose monitor) readings reported for that day. On 06/10/2024 the patient was asleep when his mother decided to check on him and to eat breakfast. His mother noticed the patient was pale, dehydrated, breathing heavily and that he could not stand on his own. The parent immediately called an ambulance around 10:30 am. Once paramedics arrived, they checked his vitals and wrapped him in to be taken in the ambulance to the hospital. While in the ambulance, paramedics performed an EKG and treated him with IV fluid (saline). Once arrived in hospital, they noticed that his dexcom was not showing any readings and the patient was not aware of the issue. They decided to remove it and dispose of it right away. The patient was admitted to the ICU (intensive care unit) and diagnosed with diabetic ketoacidosis. The patient was conscious all the time. At the time of the report the patient was still at the hospital. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.